Event description:
A report was received that the patient had difficulty charging the ipg because it was implanted too deep. The patient underwent a pocket revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively.